Event description:
It was reported that the patient experienced ten infusion set bent cannula events since (B)(6) 2025. The patient presented to the emergency room for two to three hours due to hyperglycemia and diabetic ketoacidosis. The patient¿s blood glucose level was reported to be 450 mg/dl. The event was managed with intravenous fluids, including saline and insulin.

Manufacturer narrative:
MDR 3003442380-2026-18317 / initial 1 of 2 based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380